Event description:
Reference importer # (B)(4) .

Manufacturer narrative:
From the document review of the lot involved (1314252 - (B)(4) items produced) no anomalies were found. The failure mode in unlikely to cause patient harm, even if it can lead to additional steps to fix the problem.